Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4)

Event description:
Information was received from device manufacture representative regarding a patient receiving an unknown medication (reporter did not report the concentration, dose or the lot number) via an implanted infusion pump. The indication for use was non-malignant pain and other non-malignant pain. It was reported by the device manufacture representative that the patient was referred to a healthcare provider (hcp) for a new catheter placement, because the previous catheter was completely out of the intrathecal space. Additional information has been requested regarding the patient's symptoms, interventions, and outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.